Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that when the doctor was using the product, the electrode fell off into the pt. It was further reported that most of the electrode was retrieved and the remainder was sucked up by the shaver. There were no adverse consequences to the pt.